Event description:
It was reported the flushing pump had water leaking from the connector part of the secondary water supply adapter of the transnasal endoscope. It was only used once but the customer reported using the "same one" several times. There was only one maj-1606. It was unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.